Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the issue resolved and customer successfully resumed insulin therapy. Customer's blood glucose level was 282 mg/dl.